Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: modular dual mobility insert; cat # 626-00-48g; lot # unknown. Delta v-40 ceramic head 28/0; cat # 6570-0-128; lot # unknown. Exeter v40 stem 50mm no 4; cat # 0580-1-504; lot # g7153273. Restoration anatomic shell size 72 right; cat # 504-02-72g-r; lot # 4w29ed. Gap plate screws; cat # 2080-0050; lot # vv6rrx. Gap plate screws; cat # 2080-0050; lot # 1j59tw. Gap plate screws; cat # 2080-0035; lot # 775tty2. Gap plate screws; cat # 2080-0035; lot # 775ty2. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "pt. Presented with a draining surgical-wound, following a [right] hip revision [of competitor devices] a couple weeks ago. Dr...performed an I&d and swapped out some components as per his I&d/revision protocol. No complaints have been filed against the implants themselves." Spoke to rep: infection was suspected. No further information will be released by the hospital or surgeon.